Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was not possible to take out the inlay, neither in situ nor on the operating table. Surgery prolongation 30 minutes.